Event description:
It was reported that, three hours following mitral valve replacement, the drain stopped functioning. In the first three hours 142 cc's had drained. It had been connected to a three chambered chest drainage system. The pt subsequently developed cardiac tamponade and was conservatively treated with an unspecified medication. Attempts to milk or strip the drain in order to facilitate drainage were unsuccessful. The pt was taken back to surgery for removal of drain 15 hours later-during transport pt arrested for several minutes. The drain was replaced with a standard chest tube. Reportedly, several clots had formed within the channels of the drain. The most proximal clot restricted flow for all four channels of the drain. The physician noted that the clotting was not the usual red gelatinous material. Instead, white fibrous clots were noted. The phsyician reported that the pt did have slight coagulopathy after surgery.